Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision.unknown hip.reason for revision unknown.

Event description:
Asr hip resurfacing system (left). Reason(s) for revision: femoral neck fracture on resurfacing (beyond 3 months of post op).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision, unknown hip, reason for revision unknown. Update: hip revised, system description, product details, surgeon, and reason fore revision received 21 aug 2012. Asr hip resurfacing system (left), reason(s) for revision: femoral neck fracture on resurfacing (beyond 3 months of post op). Update: date of revision amended as per update 29 dec 2012. Update - marked as legal, kid number, additional surgeon and additional hospital. Taken from (B)(6) email dated 5th december 2014 (B)(6).

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.